Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired one clip outside of the patient. Then the second clip would not form on the tissue. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.